Event description:
It was reported that the octopus tissue stabilizer was observed to have broken primary and secondary packagings. The device did not meet sterilization specifications. The issue was identified while checking the devices at the warehouse after receiving them. The device was deemed unsellable to customers. There was no patient involved. Medtronic received additional information that there were no missing, wrong devices or components in the package. The device was sea led/located in the seal. Medtronic received additional information that it was a transportation complaint.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.